Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, multiple auto mode switch episodes due to atrial lead noise were observed. The noise could be reproduced in the clinic with arm movements. No other anomalies were noted. The physician elected to program the lead to unipolar configuration and reprogrammed the sensitivity. The patient's condition was stable and would continue to be monitored.